Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on this right ventricular (rv) lead measured at 1.8mv (millivolts). The ventricular sensitivity is currently programmed at 1.5mv. The stored electrogram (egm) show noise oversensed with pacing inhibition with the longest pause at three seconds. The patient has been requested to be seen in-clinic for a lead assessment this week. Additional information provided advised the patient was seen in-clinic and the rv sensitivity was reprogrammed to fixed at 7.5mv (millivolts). No further assistance was requested at this time. The device and lead remain in service. No additional adverse patient effects were reported.